Event description:
A home patient (hp) contacted baxter's global technical services requesting assistance to end therapy on the homechoice (hc) machine. The hp stated that there was air in her patient line during her initial drain and she wanted to start over with new supplies. The hp stated she couldn't get the cassette out of the door. The technical service representative (tsr) assisted with ending therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been discarded and will not be returned for evaluation. No further detail is available. A follow-up report will be submitted upon the completion of baxter's quality review.